Event description:
It was reported that while deploying the tissue marker into the breast during a breast biopsy, the plastic tip had sheared off. Attempted to vacuum the biopsy cavity to remove the tip but was unable to locate it. Deployed another device into the breast and completed the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.